Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) battery had two and half years remaining. The representative then found out that the left ventricular (lv) was at 6.0 and 1.5 millisecond. Additional information received confirming that this crt-d had high outputs. This crt-d remains in service. No adverse patient effects were reported.